Event description:
It was reported by service report that the casters on these beds are coming apart. The beds are hard to roll and the brakes are not working. No patient involvement or adverse consequences are reported.